Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the health care provider told the patient that the implantable neurostimulator was not working properly and that the patient should have it changed out. There was no planned surgical intervention. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.